Event description:
It was reported that a programming computer was no longer responsive. It was reported that the battery could not be connected to the programming computer. Review of manufacturing records confirmed that the programming computer passed all functional tests prior to distribution. The return of the suspect programming computer is expected but it has not been received to date.